Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the battery compartment was neither damaged nor corroded. Customer stated that the display blank currently. Customer reported that the display returned after insulin pump restart. Customer stated that the insulin pump had not been dropped or bumped recently. Customer stated the insulin pump had not been exposed to moisture recently. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.